Manufacturer narrative:
B3-date of event is estimated. The event of lead repositioning was reported to abbott. The patient¿s right lead boot grew out of scalp behind the left ear, a new sterile boot was used from a lead kit to replace and then surgically reposition lead. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the lead was eroding through the scalp behind the left ear. As a result, surgical intervention was undertaken wherein the lead was explanted, replaced and repositioned address the issue.